Event description:
Clinical study. It was reported that during a coronary artery drug eluting stenting procedure there was a dissection. The lesion being treated was a 2.50 mm, 75% stenosed, mid left ascending distal artery (mid lad) lesion. The lesion was predilated. The physician placed a 2.50 x 16 mm taxus express2 8.8% drug eluting stent in the mid lad. During withdrawal the physician stated the segment was curved (45 degrees). Withdrawal attempts caused a proximal dissection and the physician placed a 2.50 x 16 mm taxus express 8.8% drug eluting stent in the mid lad with a 3 mm overlap. The next lesion being treated was a 2.50 mm, 90% stenosed, prox left ascending distal artery (prox lad) lesion. The physician placed a 2.50 x 20 mm taxus express2 8.8% drug eluting stent in the prox lad. No further complications were reported.